Manufacturer narrative:
A review of the precision software files was performed. Loss of responsiveness in the system was confirmed. The cause for the reported freeze could not be determined, however the most likely cause was a software bug that causes an excessive number of warnings indicating that the data on prs-a is invalid to be both displayed and logged. Excessive warnings indicating that the data on prs-a was invalid occurred in this study. The data being considered invalid was likely due to magnetic interference affecting one of the coils of the chest reference sensor which often happens because of proximity of the fluoroscopy head. It is recommended to address the issue causing the prs-a data to be invalid when it first occurs. The inability to shut down the computer using the start button could not be confirmed. The software files did not show that the user pressed the power button. The inability to see the geometry and catheters when the study was resumed could not be confirmed. The investigation showed geometry was available, and had not been removed or deleted from the study.

Event description:
During an atrial fibrillation ablation procedure, the system froze resulting in the cancellation of the procedure. Towards the end of the procedure, the screen froze, the catheters no longer moved, and the mouse was no longer active. The study could not be restarted and the computer could not be shut down using the start button. A hard reboot was performed and the real-time electrocardiogram and endocavitary signals were seen. However, the geometry and real-time catheter visualization could not be recovered. There were no patient consequences and the procedure was cancelled due to the software lock-up.